Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, it was observed that the device insertion tube had chemical discoloration and scratches. The distal end rubber insulation had a hole and was leaking. The user¿s complaint was confirmed. Light guide tube had some surface scratches as well. Also found distal end (c-body) had a sharp edge at the bx channel opening and forceps slightly catching c-body. There were minor scratches on the probe unit tip and the image was off-center. The scope connector back cover was loose. Wear and tear was noted on the device.

Event description:
As reported for this event, during reprocessing the device failed the leak test. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates. The device history record review confirmed that device conformed to specifications when shipped and that there were no abnormalities in manufacturing, special adoption, and variations. Root cause of the issue cannot be conclusively determined. Probable cause can be as follows: leak from the adhesive parts of both ends of the bending rubber could have been caused due to the improper handling by the user in light of the facts that the bending rubber was torn and that such adhesive parts were partly cracked. The insertion section could have been damaged due to the external force or improper handling by use of chemicals in light of the fact that scratches or discoloration were found in the insertion section. The instructions for use includes the following statements: important information ¿ please read before use do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.